Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the e-lock temperature monitor had failed. A field service engineer troubleshooted an issue with the smart remote manager (srm) not working. All connections were checked, and the latch was found to be unresponsive. All connections were cleaned, but the issue persisted. The srm controller board was replaced, but the problem was not resolved. The wire harness and latch were also replaced, but with no success. It was later discovered that the cable on the latch was connected backwards. After correcting the connections, the issue was resolved. The system was tested in a hardware test application, and the customer also tested and verified that everything was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had e-lock temperature monitor failed. The user was tried to recover smart remote manager, but the door was failed to open. The customer stated that this malfunction caused a delay, since they managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.